Event description:
The pacemaker was implanted on (B)(6) 2019 on the right side of the patient's body. Reportedly, the pacemaker caused nerve stimulation on the opposite side (left side) of the patient's body at high ventricular pacing amplitude. The observed nerve stimulation was synchronized with the delivered ventricular pacing pulses at high pacing amplitude. On (B)(6) 2019, a new ventricular lead was implanted due to high ventricular pacing threshold and the old lead was abandoned in the patient's body. After the new ventricular lead was implanted, the patient only felt nerve stimulation at pacing amplitude greater than 2.5 v when pacing pulses were sent by a pacing system analyzer (psa). The subject pacemaker was re-connected but the nerve stimulation re-occurred. The subject pacemaker was replaced. After the procedure, the nerve stimulation did not disappear completely with the new pacemaker. Preliminary analysis revealed that the reported nerve stimulation could have resulted from the lead positioning or the patient¿s physiology. Preliminary analysis of the returned unit revealed irregular lead tightening marks on both set-screws. Electrical characteristics were within specifications.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted on (B)(6) 2019 on the right side of the patient's body. Reportedly, the pacemaker caused nerve stimulation on the opposite side (left side) of the patient's body at high ventricular pacing amplitude. The observed nerve stimulation was synchronized with the delivered ventricular pacing pulses at high pacing amplitude. On (B)(6) 2019, a new ventricular lead was implanted due to high ventricular pacing threshold and the old lead was abandoned in the patient's body. After the new ventricular lead was implanted, the patient only felt nerve stimulation at pacing amplitude greater than 2.5 v when pacing pulses were sent by a pacing system analyzer (psa). The subject pacemaker was re-connected but the nerve stimulation re-occurred. The subject pacemaker was replaced. After the procedure, the nerve stimulation did not disappear completely with the new pacemaker. Preliminary analysis revealed that the reported nerve stimulation could have resulted from the lead positioning or the patient¿s physiology. Preliminary analysis of the returned unit revealed irregular lead tightening marks on both set-screws. Electrical characteristics were within specifications.